Manufacturer narrative:
Additional procode hwc. Complainant part has not been returned for manufacturer review/investigation. %%the device remained in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 implants were used in the surgery for distal humeral fractures. The fractures were fixed at both interior and anterior side of distal humeral plate. On (B)(6) 2017, removal surgery was performed only for the interior side. During the surgery, the following events were reported: the most distal screw could not be removed, therefore the surgeon cut the plate to allow for removal of all parts. The removal surgery was completed with a 60-minute extension. This complaint involves two (2) devices. This report is for a screw. (B)(4).

Manufacturer narrative:
Additional device product code: hrs. Device history record (DHR) review: please note, this DHR review is for sterilization procedure only: part number: 04.211.060s, synthes lot number: 9328329: manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 19.jan.2015 expiry date: 01.jan.2025: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.060 / 7845062 was manufactured in us: manufacturing location: monument, manufacturing date: 15-dec-2014: part no: 04.211.060, lot no: 7845062 (non-sterile) - 2.7mm ti va locking screw self tapping with t8 stardrive recess 60mm. Quantity 233. Components reviewed: raw material part 04.211.060.999 bp55, lot 7814733 meet specification. Product was released to bp55 on 01-oct-2014. Inspection sheet for whirl threads, turn/thread head, flute inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was performed. The returned implants were examined and the complaint condition was able to be confirmed as the locking screw is still jammed in the first distal plate hole. The review of the device history record revealed that both implants were manufactured according to the specifications (04.117.701s in (B)(6) 2017 ; 04.211.060s in (B)(6) 2015). The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The va-lcp distal humerus plate as well as the va locking screw are made of ti al6 nb7. Review of raw material certificate indicates that material is in compliance with the international standards iso 5832-11 for surgical implants made of titanium alloy. The dimensions could not be verified due to the damage incurred, however, dimensions were checked at the time of manufacturing with no issues documented. No definitive root cause was able to be determined. Multiple factors can lead to technical difficulties during removal of lcp plates with locking screws. These factors include, but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon, and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during lcp plate removal can be made. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Corrected data : corrected contact; no email or phone number available for reporting . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.